Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres for 2 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.